Manufacturer narrative:
Device evaluation - dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Work order search: no additional similar complaint type events within associated lots were found. Lens diopter corrected to '-13.50/2.5/089' in initial MDR. Initial MDR should have included device code 2923. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, 13.50/2.5/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a non toric lens of same length, different diopter and the problem resolved.